Manufacturer narrative:
Evaluation- the product was not returned to assist with the investigation. No details regarding the event has been provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that, patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). Physician allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have yet to be provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that, patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). Physician allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have yet to be provided.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, quality control data, and specifications was conducted during the investigation. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging device is unable to be retrieved, hooks of the filter endothelialized and device embedded in the wall of the ivc, pain, scarring¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported ¿pain, scarring¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/29/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the right femoral vein due to extensive dvt left leg and right pulmonary embolism. Plaintiff alleges attempted retrieval on (B)(6) 2008. Plaintiff is alleging device is unable to be retrieved, hooks of the filter endothelialized and device embedded in the wall of the ivc, pain, scarring.